Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Investigation unable to download event history log. Visual inspection and user mode testing were performed. The reported "ec 45983" was not replicated but ec 45985 displayed during investigation. According to the investigation, in either mode the red screen and error code were displayed and system error code 45983 is a watchdog_trigger error and 45985 is a watchdog_alarm_time error. However, either one indicates a firmware issue. According to the investigation, the reported issue was caused by the pump main board hardware fault. The pump mpu board will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a pick screen and showed error code 45983. There were no injuries or adverse events reported.